Event description:
(3/3, reference (B)(4) for related complaints) (documenting cassette) per email: outbound. Patient and spouse reports both cadd legacy pumps serial numbers (B)(4) alarming no disposable pump wont run. Alarm with cadd cassettes 100 milliliter with flow stop lot number 4196398, expiration date (B)(6) 2026. Incidents occurred around (B)(6) 2022. Replacement pumps sent. No further details provided.